Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. It is unknown how the external fixation plate came off and peg tube moved to the bowel; however, report indicated that the patient had dementia and my have been fiddling with the tubing. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2015, patient in (B)(6) was started on duopa therapy using percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. It was reported that the connectors on the peg-j tube had come apart and the external fixation plate had come off while the patient was in hospital. Report indicated that the patient has dementia and my have been fiddling with the tubing. The peg tube was sucked into the bowel and the stoma has subsequently closed up. The report indicated that the peg-j tube was removed from bowel via colonoscopy as it didn't pass naturally. On (B)(6) 2019, the peg - j tube was replaced.